Manufacturer narrative:
The malfunction was duplicated and the compressor was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an unrecognized "failed for compressor bypass protection" message. Complainant indicated that there was no patient involvement in the reported malfunction.